Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l catheter broke. This was discovered during use. The following information was provided by the initial reporter: facts: rupture of the injection chamber on a very large g16 cathlon resulting in a hemorrhage. Recurrent accident leading to the loss of the venous route in a patient difficult to prick and with limited venous capital and requiring a new placement in emergency in a context of anaesthetic induction in a fragile and difficult patient. We repeat that we no longer want to work with this brand. Immediate action: hemostatic bandage. It was an event that could have caused harm to the patient but was avoided by the professionals.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l catheter broke. This was discovered during use. The following information was provided by the initial reporter: facts: rupture of the injection chamber on a very large g16 cathlon resulting in a hemorrhage. Recurrent accident leading to the loss of the venous route in a patient difficult to prick and with limited venous capital and requiring a new placement in emergency in a context of anaesthetic induction in a fragile and difficult patient. We repeat that we no longer want to work with this brand. Immediate action: hemostatic bandage. It was an event that could have caused harm to the patient but was avoided by the professionals.